Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint from a customer stating "forceps are not opening correctly" involving pentax model kw-2415s/serial (B)(4). The product involved in the event was returned to pentax for inspection. Replacement product was sent to the customer. A visual and functional inspection was performed by the pentax technician who confirmed no visual or functional defects. Pentax medical contacted the initial reporter to gather additional information on the event. A response was received by the initial reporter on 07/08/2016 stating the forceps passed the pre-procedural inspection, however, once inside the channel of pentax model eg-2930-a and in the intestinal tract of the animal, the cups/jaws of the forceps would not open. No adverse events occurred to the animal or user.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, a device history review was performed confirming the forceps was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The instructions for use for this model forceps states "the handle mechanism to open and close the forceps should operate freely. Never apply excessive force. Reduce the angulation of the endoscope and/or the elevator and slowly advance the forceps." Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on (B)(6) 2017 and considers this medwatch report closed.